Manufacturer narrative:
Updating MDR with new information received on (B)(4) 2013. Patients past history: hypertension, urticaria, and stroke in 2000, arthritis, aneurysm clipping in 2001. Family history: dementia, heart attack, heart disease, htn, strokes, diabetes, and cancer. (B)(6) 2012: aneurysm symptoms: left leg numbness(follow up of prior aneurysm clipping in 2001/ craniotomy). (B)(4) 2012: procedure : iadsa of the left common and internal carotid artery. Embolization of the left mca aneurysms using the ped. There is a fusiform aneurysm of the left mca m1 and m2 vessels with 2 small aneurysms associated with the proximal portion of the aneurysm. The entire vessel segments are dysplastic. There is a ped from the left m2 extending to the left m1. There is stasis of contrast in the aneurysm. The patient was discharged the following day. (B)(6) 2012: discharge follow-up call. Family member reported patient died on (B)(6) 2012 from a massive hemorrhage. Reference (B)(4) follow-up 1.

Event description:
Information received from the intreped clinical database. Treatment of a left unruptured fusiform middle cerebral artery sidewall aneurysm measuring 15.5mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2012 and expired two days later due to a massive hemorrhage.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).